Manufacturer narrative:
An event of device migration and three retainer tabs of the valve took time to separate from the delivery system was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for implant using a flexnav delivery system during a transcatheter aortic valve implantation. The aortic annulus diameter was 23.2mm to 23.6mm. There was sufficient calcium to allow anchoring of the device. The patient did not have a horizontal aorta. The starting implant depth at deployment was 0mm, and the final implant depth at release was 0mm. It initially took longer than usual for all 3 retainer tabs to release. After deployment, the valve embolized and was no longer in the aortic annulus. The migrated valve was not blocking a coronary artery. The top two retainer tabs were snared. The decision was made to implant a second valve within the first via valve-in-valve procedure. However, the second valve was not able to be deployed despite multiple attempts. Patient remained stable throughout entire procedure. There was no aortic regurgitation. The procedure was aborted. Surgical intervention was required to explant the valve from the patient. Hospitalization was prolonged. The patient status was reported as stable.